Event description:
A report was received that the patient had an infection on his foot.

Event description:
A report was received that the patient had an infection on his foot.

Manufacturer narrative:
Additional information was received that a good faith effort was made to follow up with the patient but was unsuccessful.